Manufacturer narrative:
On therapy contact catheter was received for complaint eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. The luer extension tube with luer was missing and it was not received with the catheter. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. The temperature system was verified with tc/th verifier, the thermal system worked as per requirement. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported a few minutes after the positioning into the left ventricle, the physician noted that the catheter showed a break on the extension tubing close to the handle and a saline leak was noted. The procedure was completed using a new catheter and there were no consequences to the pt and the pt status is listed as good.